Manufacturer narrative:
This complaint was incorrectly filed under this registration number, please reference mrn 3012307300-2025-11276 for details pertinent to this event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the patient had experienced a leak while connected to the pump. A visible white powder had been reported at the top left part of the cassette. It was believed that the issue had been related to the cassette used for the infusion. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.